Manufacturer narrative:
Concomitant medical products: 6935m55, lead, implanted: (B)(6) 2014.

Event description:
It was reported by the patient that they were feeling vibrations from their implantable cardioverter defibrillator (ICD) but had not done a device check or seen their physician. Follow-up was conducted to determine that the patient was seen in clinic about a year ago in response to a right ventricular (rv) high voltage lead impedance alarm. The impedance limit of the alarm was raised and the lead remains in use. The patient informed the clinic a few months later that they would not be returning and there was no information regarding who is following the patient now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.